Event description:
From staff: patient was sitting in chair with call bell in lap. Patient reached forward to get something off the floor and slid face first on to the floor. Patient was found prone, with the left side of his face on the floor and a contusion to the left eyebrow. Patient alert and oriented.